Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was being implanted. The closure device was attempted to be recaptured, however, difficulty during recapture was noted as the physician felt more resistance than usual during recapture. The closure device was eventually recaptured after one full recapture, and a new closure device was used to complete the procedure. No patient complications were reported.